Event description:
It was reported that a blunt-point, 25x12in needle was found in the pack of bd precisionglide¿ needles. The following information was provided by the initial reporter, translated from portuguese: "we found needle 25x12 (blunt point) in the packaging of needle 30x07 im."

Manufacturer narrative:
Photos received by our quality team for investigation. Through visual evaluation, a mixed needle is observed. A device history review was performed for reported lot 3088454 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples from the same lot were evaluated, no defects or issues observed. Based on the quality team¿s investigation, the root cause of the incident is associated with incorrect cleaning of equipment. Review and cleaning of protector feeder brushes will be implemented.

Event description:
It was reported that a blunt-point, 25x12in needle was found in the pack of bd precisionglide¿ needles. The following information was provided by the initial reporter, translated from portuguese: "we found needle 25x12 (blunt point) in the packaging of needle 30x07 im."

Manufacturer narrative:
The following fields have been updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 22-aug-2023. H6: investigation summary: photos and one sample received by our quality team for investigation. Through visual evaluation, a mixed needle is observed. A device history review was performed for reported lot 3088454 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples from the same lot were evaluated, no defects or issues observed. Based on the quality team¿s investigation, the root cause of the incident is associated with incorrect cleaning of equipment. Review and cleaning of protector feeder brushes will be implemented. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a blunt-point, 25x12in needle was found in the pack of bd precisionglide¿ needles. The following information was provided by the initial reporter, translated from portuguese: "we found needle 25x12 (blunt point) in the packaging of needle 30x07 im".

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.